Event description:
Caller reported a notification related to the minimum fill level of the insulin pump. There was no adverse impact to the customer's blood glucose level as a result of this issue. The customer, assisted by technical support, successfully loaded a new cartridge onto the pump after cleaning the pneumatic tap area, although initial attempts with the same cartridge were declined. The caller was advised to contact a healthcare professional for backup therapy due to a lack of available insulin and was informed to reach out again if further assistance was required.